Event description:
It was reported the pt (B)(6) is without stimulation. A diagnostic test found invalid impedance measurements for all lead contacts. An x-rays was taken for further interrogation; however no visual anomalies were found. The pt denies experiencing any trauma which may have attributed to this occurrence. Surgical intervention will be undertaken at a later date to address this issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.